Event description:
Since receiving three injections euflexxa the reporter has developed excessive tearing in her right eye, a blood clot underneath her right toe nail. Reporter received euflexxa injections on the following days: (B)(6) 2020.